Manufacturer narrative:
Event date was on unspecified date of (B)(6) 2018. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked. This occurred during setup/preparation, upon connection of the pd solution bag to the patient's homechoice device. There was no patient injury or medical intervention associated with this event. No additional information is available.